Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was ringing non-stop. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: there was no activity related to the reported complaint in the pump histories. Investigation was unable to duplicate or verify reported "alarm ringing non-stop". Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.